Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient"s light adjustable lens (lal) was explanted from the right eye due to blurry distance vision and visual disturbances.